Manufacturer narrative:
Reference record (B)(4). Additional information added to b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on (B)(6)2020: on (B)(6) 2020, the patient began 500mg of flucloxacillin qds with no effect. On (B)(6)2020, the patient began 100mg of doxycycline capsules (2 caps stat followed by 1 capsule /day). On (B)(6)2020, the patient began 400mg of metronidazole tablets ( 21 tablets ) prescribed and at same time a swab was taken in which the findings indicated thrush. Some improvement was noticed and few days later, the patient was treated with clotrimazole cream, which the was effective as there was no more oozing but the area was still red. It was reported that oral antibiotics were prescribed first but the swab identified a fungal infection; therefore, a fungal cream was prescribed, which has improved the skin around the stoma site.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date during a "lockdown," the patient was prescribed unspecified antibiotic(s) for stoma site inflammation over the telephone. Follow up information was received on (B)(6) 2020 from the general practitioner who reported yellowish-green ooze from the peg- j wound site, which was causing skin soreness and inflammation despite treatment with different unspecified antibiotics.